Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, lot# l55917, implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphing [60 mg/ml] at a dose of 19 mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that the representative was asked to assist with a pump replacement on (B)(6) 2016 and that when he got to the case it was mentioned that the patient¿s catheter was being revised due to a leak in the catheter. The leak was diagnosed via a catheter access port dye study. It was confirmed that the catheter had a tear/hole/fracture as diagnosed by the dye study. The cause of the leak was unknown and it was noted that it was visualized intraoperatively by the hcp when accessing the area around the anchoring site. It was reported that the previous catheter pump and spine segments were removed during the procedure and that a new spine and pump segment was placed. It was indicated that the pump was being replaced due to elective replacement indicator (eri) and that the root cause was not related to a therapy or device complaint. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.